Manufacturer narrative:
(B)(4). Stent: xience v 3.5 x 28. Clopidogrel, aspirin. No pre-dilatation. There was no reported product deficiency. The reported death is listed in the xience v/nano everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event associated with coronary stenting. It should be noted that the IFU states to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter of appropriate length and diameter for the vessel/lesion to be treated. The lack of pre-dilation does not appear to have directly caused or contributed to the reported patient effect. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2008, the patient underwent a direct xience v stenting procedure in the mid left anterior descending artery with one 2.5 x 28 mm stent and in the mid right coronary artery with one 3.5 x 28 mm stent. On (B)(6) 2010, the patient experienced respiratory failure and expired at his home. There was no additional information provided.